Event description:
During the arthrodesis portion of this procedure, the arthrodesis sites were being further stabilized with two l plates secured by locking screws spanning the 2nd and 3rd tarsal-metatarsal joint. The locking plates had been placed across the arthrodesis site with standard ao technique. When putting in two of the screws, the tip of the driver broke off inside the screw head 1.3 square driver cat #2312-18-012 from the zimmer biomet a.l.p.s. Foot set 2.5 screw caddy. Unable to retrieve the tip from the screw heads and left intact. Vendor was present at the procedure and took possession of the driver.